Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a plate that broke post operatively. The plate broke at a screw hole with the screw in place. This is report #1 of 2 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.